Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that during a contrast power injection, the t-connector of the extension set disconnected from the IV catheter resulting in lost contrast volume. It was not known if the contrast injector was connected to the maxzero of the extension set, or directly to the prn adapter port of the t-connector. There was no patient harm reported.

Event description:
It was reported that during a contrast power injection, the t-connector of the extension set disconnected from the IV catheter resulting in lost contrast volume. It was not known if the contrast injector was connected to the maxzero of the extension set, or directly to the prn adapter port of the t-connector. There was no patient harm reported.